Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve sample from the reported product code/lot number combination. Visual inspection did not find any obvious anomalies along the total length. Magnifying inspection of the sliding part, did not find any anomalies on the stent strut. The outside diameter of the sliding part was confirmed to meet manufacturing specifications. Magnifying inspection of the sliding part traction wire fixed segment did not find any anomalies. The stent was deployed at 37°c in a constant-temperature water tank. Magnifying inspection of the deployed stent did not find any anomalies in the stent-strut. The length of the deployed stent was confirmed to meet manufacturing specifications. The outside diameter of the deployed stent and wall thickness of the stent strut were confirmed to meet manufacturing specifications. A review of the manufacturing record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any similar report with the involved product/lot number combination. Although the exact cause of the reported event cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
The user facility reported that the misago stent ruptured during a procedure. Follow up communication with the user facility reported the following information: two 6x100 zilver ptx's were used in proximal sfa and a 6x150 misago was used in distal sfa pre-dilated with a 4mm pta. After deployment, all stents were post-dilated. There was an area in the second zilver that needed additional dilation, a 5x200 was used again and taken to 22 atm. The misago stent ruptured where the mustang was. The misago stent separated into two parts, it was reported that it looked like it was cut in half. There was the first part of the misago and then an area where no stent remained, which means it shortened after breaking in half and then there was stent again. Due to the separation of the stent there became an area of about 10 mm that was no longer covered by misago. The entire compromised area was covered with a viabahn and the balloon was correctly sized. The procedure was completed. The patient is reported in stable condition.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00254 to provide evaluation of a cine image that was taken of the actual device during the procedure. Upon evaluation, the partial segment of the involved stent, on the proximal end was placed in the lesion via retrograde approach can be seen. It was noted that the segment approx. 26mm - 34mm from the proximal end and approx. 50mm - 52mm from the proximal end had disappeared on the image. From the image, however, it cannot be determined whether the involved stent has been fractured or has been damaged. According to the complaint description, the second zilver was dilated again with 5x200 mustang balloon catheter and the misago stent ruptured where the mustang was. In the cine image, however, the presence of the zilver stent cannot be found. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00254 to provide evaluation of the cine image that was taken of the actual device during the procedure.